Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was seen in the emergency room, at the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device with morphology changes. A request was made to have data from this device analyzed. Data analysis appears related to a fast conducted atrial rhythm, the device history revealed 2 previous shocks from (B)(6) 2026, to convert rhythm. In the previous episodes the patient reported experiencing syncopal episodes. Another shock in (B)(6) 2025, rhythmcare provided recommendations for programming options, and continued follow up. No additional adverse patient effects were reported. The device remains implanted.